Event description:
Customer reported via phone, the insulin pump had a blank display. It just stopped working, the display was blank and no matter what she pressed anomaly persisted. Customer's blood glucose was 251 mg/dl. Troubleshooting was performed and the display didn't return even after the customer cleaned the battery compartment and inserted a new batter. Customer later mentioned that her blood glucose was high due to the blank display. It was in the upper 400 mg/dl range to 262 mg/dl. Last night her blood glucose was 441 mg/dl, treated with manual injections. Customer declined troubleshooting for high blood glucose. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specification. However, it did have corrosion in the battery tube. The device was monitored and no blank display anomalies were noted. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device also had minor scratches the on lcd window and cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.